Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be using a non hamilton vu-ip cable which is not within the intended use of the ventilator as the device has not been tested with this cable. In consequence (correction) the complainant was instructed to replace the existing ethernet cable with the original vu-ip cable (an exception was made for the covid period) and the vu esm board was replaced which resolved the problem. There was no patient or user harm reported.

Event description:
Panel connection loss occurred when suction tool was activated. The customer thought that the ventilator had rebooted into the intellivent mode.